Event description:
Info received indicates the right foot siderail broke off from the siderail arm. Holes in the plastic siderail were stripped where the screws hold the siderail in place.

Manufacturer narrative:
A new siderail was installed to repair the bed.